Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years, 9 months. The replaced portion of the percutaneous lead was received for investigation. Approximately 9.5 inches of the external portion/distal end of the percutaneous lead (lead) was returned for evaluation. White tape was covering the lead around the terminus of the distal end bend relief. The returned section of the lead was tested for electrical continuity in the condition that it was received and it was found that the orange wire was an open circuit. The tape was removed from the exterior of the lead and a superficial cut in the outer silicone sleeve was noted approximately 2.5 inches from the metal connector at the terminus of the distal end bend relief. The clear bionate cover was examined and appeared unremarkable along the length of the lead. Two major areas of breakdown of the braided shield were observed near the metal connector as well as the terminus of the distal end bend relief. Visual inspection of the wires at the nipple housing of the metal connector revealed that the orange wire was completely fractured, exposing the underlying metal conductors. The observed wire damage appeared to be the result of fatigue failure due to repetitive flexing in this area. Examination of the other five wires in this location noted they appeared to be slightly kinked, but were otherwise unremarkable. No other evidence of wire damage was observed on the remainder of the lead. The orange wire represents one of the two redundant wires that comprise phase 3 of the three phase motor. If the exposed conductors of the orange wire made contact with the braided shield while the patient was operating on a tethered power source such as the power module, the resulting short to ground would have caused the reported speed reductions that were confirmed through the evaluation of the submitted system controller log file. The device history records were reviewed and showed no deviations from manufacturing or qa specifications. The manufacturer is closing the file for this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported the patient's power module and patient cable needed to be replaced due to a suspected issue with the patient's equipment. After the equipment was replaced at the patient's home, the patient connected the power module patient cable to the system controller and red heart/low speed advisory alarms were observed. It was reported that pump speed was falling below 5000 rpm and the patient was switched back to battery power. The patient was instructed to go to the hospital for equipment evaluation. The patient was asymptomatic at the time of the event. System controller log files submitted to the manufacturer showed multiple low speed events that appeared to occur while the vad was connected to the power module. A modified power module patient cable was requested and provide for use. On (B)(6) 2015, a percutaneous lead replacement was successfully performed by the manufacturer's technical services team. No subsequent issues have been reported.